Manufacturer narrative:
Visual examination found no malfunctions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24213. Related manufacturer reference number: 2017865-2021-24215. It was reported that the patient presented for extraction of the implantable cardioverter defibrillator, right atrial, and right ventricular leads due to pocket infection. The patient was stable before, during, and after the procedure.